Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent engine was replaced to resolve the reported issue.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an over delivery of pressure to the patient circuit. There was no report of patient involvement.